Event description:
On 04-sep-2019, the reporter contacted animas alleging a casing issue. The reporter alleged that the battery compartment was found to be cracked. There was no alleged moisture noted in the pump and there was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.